Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, selftest and occlusion test. Device was monitored and functioning properly. The power management parameters graph confirmed the unloaded voltage and loaded voltage was within specification range. No unexpected battery power loss alarm noted in the long trace or device history. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they were experiencing high blood glucose level. Blood glucose level at the time of the incident was 600 mg/dl. Customer stated insulin pump just turned off and it did not alarm. Customer was performed self test and it passed. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer did not want troubleshooting. The insulin pump will be returned for analysis.